Manufacturer narrative:
Additional information was received regarding the patient outcome: b2, b5, h1, and h6 updated based on the outcome information. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
It was reported that the decision was made to place the patient on comfort care and the patient expired.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Clinical narrative: an impella cp was implanted in a (B)(6) male patient for a high-risk percutaneous coronary intervention, including percutaneous transluminal coronary angioplasty with stent placement. The patient developed a hematoma at the groin access site. The hematoma was identified, the treating physician was notified, and manual pressure was applied as treatment. The impella cp was coded for hematoma, which occurred in the setting of vascular access for a high-risk percutaneous coronary intervention. Such findings are known to occur with femoral access and interventional procedures and are described in the instructions for use. The patient¿s advanced age, underlying comorbidities, and the invasive nature of the procedure may have contributed to the hematoma. Additional information received stated that the patient was transitioned to comfort care and subsequently expired on the explant date. The death is being reported conservatively. Comprehensive review of the event did not identify information to suggest a causal relationship between the impella cp and the reported event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the impella groin site developed hematoma, the physician was notified and the hematoma treated with pressure.